Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the r-wave amplitude was very low at implant so the subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned. The following day optimization was unsuccessful due to further low r-wave amplitude. Boston scientific technical services (ts) was consulted and confirmed consistently low amplitude. It was also noted that the shock impedance was low at 27 ohms. An x-ray was taken and reviewed by ts. The x-ray showed that the electrode and s-ICD were superior. The patient has a smaller frame and a larger heart. Ts suggested discussing the option of a revision with the physician. Additional information was received that the physician opted to perform defibrillation threshold (dft) testing versus moving the system. Dft testing was successful. No additional adverse patient effects were reported.